Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were somewhat burnt. The cannula was received as well half of the c-ring and the entire scope wash tubing detached and not received. The dissection tip was received unused. There was some evidence of blood. Based upon the visual observations, the reported complaint for "c-ring detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro cannula c-ring had split in half in the patient's leg. The broken piece was retrieved through the original incision, using an unpowered hemopro. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.